Event description:
It was reported that the device had a "patient side occlusion alarm". When clinician connected the unit back up following troubleshooting the occlusion, the dose had changed from the expected 775 units/hr to unexpected 780 units/hr. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported rate change could not be confirmed or replicated during this investigation. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. A user programming error was confirmed during the log review. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu and pump module error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pump event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025; at 1:16 am an heparin infusion was restarted (with a primary volume infused (pvi) registered of 171.126 ml), the infusion in-progress was programmed via remote message with the following parameters: drug amount: 25000 units, diluent volume: 500 ml, dose: 575 units/h, rate: 11.5 ml/h and a volume to be infused (vtbi) of 500 ml. Between 1:56 am and 2:36 am the pump alarmed occlusion on patient side three (3) times. At 3:30 am the infusion was restarted. With a pvi of 185.998 ml. Just eleven (11) seconds later the unit was selected, and dose was updated by user to 775 units/h, then the rate was automatically updated to 15.5 ml/h. With a pvi of 196.179 ml/h. From 3:55 am to 5:47 am the pump alarmed occlusion on patient side three (3) times. At 5:47 am the unit was selected and the key up was pressed then the rate was updated to 15.6 ml/h and then the dose was automatically updated to 780 units/h. The infusion started with a pvi of 230.716 ml. At 6:57 am the pump alarmed occlusion on patient side for four (4) minutes approximately, the infusion was restarted. At 7:25 am the unit was selected, and user updated the dose to 775 units/h, then the rate was automatically updated to 15.5 ml/h. Infusion was started with a pvi of 254.942 ml/h and continues infusing. The performed one-hour laboratory timed rate accuracy observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. The bd alaris¿ system with guardrails ¿ suite mx user manual states warnings and cautions about the use of the devices: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported rate change was not identified during the investigation. A user programming error was confirmed during the log review. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.